Manufacturer narrative:
In response to FDA report number: mw5148534 and mw5148533. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported left side "extacapsular ruptured silicone breast implant (no trauma)," ¿likely silicone migration," ¿chest pain,¿ burning sensation's to skin¿, ¿axilla lymph node pain," ¿anxiety," and ¿frequent rashes." Patient additionally reported tachycardia¿ and ¿pvc's¿ positive antinuclear antibodies," ¿ joint & muscle pain¿, ¿severe fatigue¿, ¿headaches¿, ¿muscle weakness¿, ¿muscle spasms¿, ¿insomnia¿, and ¿fibromyalgia," changes in vision¿, ¿night sweats¿, ¿urinary frequency¿, ¿intractable eye twitching¿, ¿nasal congestion¿, ¿significant hair loss¿, ¿difficulty concentrating¿, temperature intolerance¿, ¿discolored hands and feet¿, ¿sudden food intolerances¿, ¿difficulty swallowing," ¿tinnitus¿, ¿acid reflux," ¿facial swelling, orbital swelling¿, ¿fluid retention," ¿numbness in 1/2 of tongue & bilateral extremities," ¿dizziness with presyncope," ¿shortness of breath," and ¿thrush¿ all not related to the device. The device has been explanted.